Event description:
It was reported to philips that tube cooler defect; exposure not available; patient moved to another lab on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tightened the x2 cable, added oil, and verified x-ray functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).